Manufacturer narrative:
The insulin pump had alarmed button error followed by unresponsive buttons due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Weak battery alarm wasn't verified due to the keypad anomaly. The device had cracked case at display window corners, cracked battery tube threads, and minor scratches on the display window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call, the insulin pump had locked up on him while he was attempting to see blood glucose history. He removed the battery out of the device, inserted a new battery, and the device alerted weak battery. He was unable to clear the alert. Then the device alarmed button error the night prior, but was able to clear it. Customer was at the carnival when the alarm occurred. Customer's blood glucose was unknown. Customer didn't recall any significant event which may have caused the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.